Manufacturer narrative:
Investigation summary: no investigation required. Customer complaint resolved by recommendations from technical support and quidel representative on-site visit. Incorrect cleaning procedures were found and contamination suspected as possible cause for erroneous results. Root cause: customer procedural error. Source: phone.

Event description:
Reported one false positive result. Confirmed through another rapid molecular method.